Event description:
Rptr had bilateral breast implants after being burned in 6/77. In the last 4-5 years rptr had continuous problems in the areas of joint pain and swelling, unusual and unexplained fatigue, swollen hands and feet, and one implant has become almost totally calcified and feels rock hard.